Event description:
It was reported that the interstim device was at 4.5 and 5 volts and the patient was not getting results. The manufacturer's representative stated that when she ran the longevity calculation that she was seeing high numbers with a decimal point and wanted to know why as it usually shows a range. It was noted that the patient uses all of the programs: #4- patient uses 69% of the time, -0, +3, 4 volts, 210 pw, rate 14- longevity is showing 71.4 #3, -2, +0, 4.6 amps, 210 pw, 14 rate #1 1.4 volts and longevity is showing 91.6 tech services reviewed that the longevity calculations near eos (end of service) can be inaccurate. Reviewed longevity calculation using wingevity is eri (elective replacement indicator) at 16.83 and eos at 23.38 months. The manufacturer's representative stated impedances were fine. Some were 2100 ohms. The manufacturer's representative stated that she will try to reprogram the device to see if it will work for the patient. The device worked for about 7 months in the beginning and then she would try a new program, it would work for a few weeks and then it would stop working. The manufacturer's representative was told to check with the patient programmer to see if they see the middle "low" battery icon. The manufacturer's representative was told to have the patient check the ins often. The manufacturer's representative stated she will tell the doctor and speak about possibly replacing depending upon what he wants to happen. Additional information received from the manufacturer's representative noted that the patient was reprogrammed to try to find an effective program that also maximized battery life. They did not yet know if there is a 50% or greater reduction in symptoms, the patient had been instructed to monitor her symptoms closely, as well as the icon programmer for the eos icon. The cause of the event was not determined. Reprogramming occurred at the time of discovery, on (B)(6) 2015. The office will be following up with the patient and will alert the manufacturer's representative if the patient was not doing better. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va02dme, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).